Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the vascath was sutured at 4 points appropriately. The patient was being awakened from sedation to wean from mechanical ventilation. She was rolled to one side by the physio team who reported that the line was slack. She moved her head forcefully to the other side. Tension was placed on the filter line and the sutures cut through the plastic of the flange of the vascath. The line came out while the filter was still running. Immediate pressure was applied to the line site to control any bleeding. The patient came to no harm.

Event description:
The customer reports: the vascath was sutured at 4 points appropriately. The patient was being awakened from sedation to wean from mechanical ventilation. She was rolled to one side by the physio team who reported that the line was slack. She moved her head forcefully to the other side. Tension was placed on the filter line and the sutures cut through the plastic of the flange of the vascath. The line came out while the filter was still running. Immediate pressure was applied to the line site to control any bleeding. The patient came to no harm.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.